Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2019 the following findings: during investigation, the pump was returned with visible moisture under display lens; leak test failed at lens leak. At power up, the pump alarmed to a cs 054 with dim/pink screen . A cs 054 alarm could not be cleared due to moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.